Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are having issues with their right ventricular (rv) lead. It was reported to have "dropped beats". The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.